Manufacturer narrative:
Per the customer supplied documentation, the accutni sample was collected in a 5 minute rapid clot serum tube which is then centrifuged and analyzed from a 2ml sample cup. The customer centrifuged the sample for five (5) minutes at 5,100 rpm. Customer advocate (ca) reviewed all four levels of the customer supplied accutni charts dated from (B)(6) 2012. All qc values were within 1-2sd (standard deviation) of the customer's established means prior to and after the event. Ca also reviewed the customer supplied accutni calibration curve from (B)(6) 2012. The calibration curve was accepted as passing and had acceptable % coefficient of variations (%cvs). The customer also supplied routine system checks that were performed on (B)(6) 2012 all of which passed within instrument specifications. A field service engineer (fse) was not dispatched for this event, as the customer declined the service visit. The cause of the event is unknown and could not be determined. The following mdrs are being submitted for this event that occurred at this customer site: 2122870-2012-00816, 2122870-2012-00817.

Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained erroneously elevated troponin (accutni) results, within the risk stratification range for one patient and above the ami cut-off for a second patient. The elevated results were generated by the access 2 immunoassay system. Repeat testing of the original samples was performed on this instrument and obtained results were lower, within the normal reference range of the assay, for both patients. Additional testing for patient two (2) on an alternate method also produced a lower troponin result within the normal reference range. There was no death or injury associated with this event and patient treatment was not impacted.